Manufacturer narrative:
Product inquiry stated the reconstruction nail r1.5, ti, right to be the subject product. No further associated products were reported. No deviations were found during the review of the manufacturing documents (DHR). Material deficiency was not observed. The implant reported was documented as faultless prior to distribution. The recon nail was not returned to stryker kiel ¿ thus, no physical examination could be carried out. General aspects: the affected implant is a temporary implant which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, product damage. Generally the risk of a breakage will increase with the increase of load cycles and load level. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case, referring to received information, the nail broke after an implantation period of at least. 19 months. After such period it is can be suggested that it broke in a fatigue fracture. Fatigue occurs when a material is subjected to repeated loading and unloading. If the loads are above a certain threshold (microscopic) cracks will begin to form at the surface. A requirement for successful treatment with an intramedullary nail is that bone healing develops in a sufficient manner that the implant is relieved by load sharing / load transmission over the bone. Otherwise the implant may be subject to a fatigue fracture. In this case non-union had been reported from the surgeon. As the nail was not available it could not be determined if the nail had been damaged intra-operatively. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. Based on presented information and referring to that no deviation was found in the manufacturing documents, a deficiency in the nail question was not verified. No non-conformity was identified. Device not returned.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the t2 recon nail for fracture of the femur and tumor. For over a year, the fracture part was nonunion. The surgeon confirmed by x-ray that the patient was nonunion and that the nail was broken. The patient was revised to a bha on (B)(6) 2014.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2013, the patient underwent the surgery with the t2 recon nail for fracture of the femur and tumor. For over a year, the fracture part was nonunion. The surgeon confirmed by x-ray that the patient was nonunion and that the nail was broken. The patient was revised to a bha on (B)(6) 2014.